Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient experienced limb ischemia on impella cp and was escalated to the 5.5. The plan was to let the patient rest and unload with the 5.5. During 5.5 support it was noted that the patient had several suction events, however resolved with 1 l ivf bolus and decreasing impella. The patient also was having runs of non sustained ventricular tachycardia when agitated/coughing and with endotracheal tube suctioning. The 5.5 was successfully weaned and explanted.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.